Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Additional manufacturing release date: march 5, 2002. The device history review reported: (B)(4) manufactured the cable tensioner, part #(B)(4), and lot #p507758 on (B)(4), for (B)(4). Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4). There was no material review reports, nonconformance reports, or complaint related issues with this lot. The cable tensioner was made to the synthes drawing (B)(4) released on november 8, 2001. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
It was reported the trochanteric reattachment failed to hold during surgery (cable set was used). A cerclage wire was used as an alternate. The patient status outcome is unknown. There was a less than desirable treatment outcome. The procedure was successfully completed, the event resulted in a greater than a 30 minute delay. This is report 3 of 6 for (B)(4).

Manufacturer narrative:
A manufacturing investigation was conducted/performed and the report indicates that: due to an unknown cause, it was reported the trochanteric reattachment failed to hold during surgery (cable set was used). A cerclage wire was used as an alternate. The supplier reported that upon receipt, ¿visual inspection found the device free from damage or debris which could negatively affect the performance of the device.¿ supplier stated, ¿the tensioner was tested three times¿all test results meet specifications. The DHR review confirmed this product met specification prior to shipping. A manufacturing root cause could not be determined. Upon evaluation, the device functioned as intended.¿ based on the evaluation and the unknown cause, this complaint is unconfirmed and is not considered manufacturing-related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.